Event description:
It was reported that the readings froze. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The performance data was evaluated. The allegation was confirmed. The probable cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. Primary UDI number - correction. H2: type of follow up - correction. H7 type of remedial action - correction. H6: investigation findings - correction. H6: investigation conclusion - correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
It was reported that the readings froze. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The performance data was evaluated. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).